Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure removal difficulties occurred. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal to mid left anterior descending artery. A non-bsc stent was implanted to treat the target lesion and a nc quantum apex mr 8mm x 3.50mm was selected for post-dilation. The balloon was inflated twice to 14 atms and twice to 16 atms. On the 5th inflation, the balloon was inflated to 20 atms. During removal, severe resistance was encountered preventing the balloon catheter from being able to be removed individually. The balloon and non-bsc guide wire were removed as a system. While examining the balloon catheter outside the patient, the device kinked proxmial to the guide wire exit port. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed the nc quantum apex balloon catheter was returned with no original packaging and an unknown guidewire. The outer diameter of the unknown guidewire met specification on a suitable wire to be used with the device. The guidewire was inserted into the guidewire exit notch and tracked through the lumen without any difficulty. A shaft kink was located 1cm proximally from the guidewire exit notch and the tip was noted to be damaged, flared. The manufacturing batch record review confirmed that the device met all material assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure removal difficulties occurred. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal to mid left anterior descending artery. A non-bsc stent was implanted to treat the target lesion and a nc quantum apex mr 8mm x 3.50mm was selected for post-dilation. The balloon was inflated twice to 14 atms and twice to 16 atms. On the 5th inflation, the balloon was inflated to 20 atms. During removal, severe resistance was encountered preventing the balloon catheter from being able to be removed individually. The balloon and non-bsc guide wire were removed as a system. While examining the balloon catheter outside the patient, the device kinked proxmial to the guide wire exit port. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.